Manufacturer narrative:
The information reported in this manufacturer's report (MFR), #3007566237-2018-01315, was related to and previously reported in MFR #3004209178-2017-22113. Any additional information pertaining to this event will be reported under MFR #3004209178-2017-22113. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See attached medwatch mw5076206 report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroparesis. It was reported that there was a malfunctioning device, return of symptoms and receipt of a shock. It was noted that the event required intervention; the device was explanted. No further complications were reported/anticipated.